Event description:
It was reported that there was fracture and high impedance on the superior vena cava (svc) and high voltage "b" (hvb) portions of the right ventricular (rv) lead. It was noted that the fracture could be physically/ visually able to see insulation break, just beyond device header on both svc and hvb portion of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2010 (B)(6). (B)(4).